Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was showing r-wave values that were ten-times higher than those sensed by the device. The analyzer was replaced, and is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the analyzer experienced a measurement discrepancy; the analyzer passed all incoming functional tests. It was noted that the battery was depleted; it was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.